Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a normal generator change out procedure, insulation abrasion and externalized conductors were observed on the svc and rv coil of right ventricular lead. No electrical anomalies were noted and dft test was successful. Lead was repaired using a repair kit. The lead remains active. Patient¿s condition was good post-procedure.